Event description:
Per the clinic, the patient was explanted (B) (6) 2008 due to an infection. At the time of surgery, the receiver stimulator was discarded and the electrode left in the cochlea for future reimplantation. The manufacturer became simultaneously aware of both events upon notification of reimplantation of the patient. The patient was explanted (B) (6) 2008 and the patient was reimplanted with a new device (B) (6) 2009.

Event description:
The facility's biomedical technician reported to the service depot on (B) (6) 2009, a colleague infusion pump in which the channel a select key was inoperable. The reported condition was identified during biomedical service on (B) (6) 2009. The last service date for the pump was 05 november 2009. There were no alarms or failure codes that occurred. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently not known. There is no further complaint information available.

Manufacturer narrative:
(B) (4)the pump is available and will be sent to baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this complaint. (B) (4). The user interface module master software (B) (4), categorized an unremediated. The pump was evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is that there was damage to the channel a pumphead module keypad. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.